Event description:
The patient wanted the pump moved to the left side of their abdomen for comfort reasons. A revision occurred on (B)(6) 2015. Catheter length was added using a pump segment revision kit to allow adequate length to move the pump from the right side of the abdomen to the left side of abdomen. The patient was receiving effective therapy before and after revision. The pump was delivering baclofen and dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).